Manufacturer narrative:
Additional information: according to information received from the field hearing performance with the device is affected after undergoing an magnet resonance imaging likely caused by the reported migration of the implant from its intended position. Furthermore, the user was experiencing pain and discomfort during the MRI scan likely caused by the force exerted on the implanted magnets by the MRI magnet fields. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. User experienced pain during an MRI scan and reported distorted sound after MRI. The user has been re-implanted. The device will not be made available for investigation.

Manufacturer narrative:
According to information received from the field hearing performance with the device is affected after undergoing an magnet resonance imaging likely caused by the reported migration of the implant from its intended position. Furthermore, the user was experiencing pain and discomfort during the MRI scan likely caused by the force exerted on the implanted magnets by the MRI magnet fields. Reimplantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Hearing performance with the device is affected. User experienced pain during an MRI scan and reported distorted sound after MRI.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient received the instructions for the MRI. He reported experiencing pain after the examination. In the MRI image, "mag 3" can be observed. The recipient is not able to hear with the audio processor, which appeared to be functioning normally, although a static noise can be heard when attempting to use it. The procedure was stopped after 3 attempts. Information on the images provided indicate MRI strengths of more than 1.5 tesla were used. Further technical checks are scheduled, however, no date provided yet.